Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was a urethral sling for female stress incontinence (transobturator approach using mesh). The patient underwent an additional procedure on (B)(6) 2015. The preoperative and postoperative diagnosis was stress urinary incontinence. The procedure performed was a mid urethral sling for female stress incontinence (retropubic approach using sparc). At this time a sparc sling system, ref: (B)(4); lot: 896972005 was implanted.